Event description:
It was reported that the patient went to the emergency room after receiving multiple shocks. It was noted that the shocks did not terminate the arrhythmia. The patient's rate was noted to be highly variable and sensing was appropriate. The device was reprogrammed and medication changes were made. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.